Event description:
Reported receiving unspecified low readings during a hypoglycemic event. Paramedics were called and intervention in the form of IV and juices was provided. Paramedics indicated the readings obtained with the meter were not as low as they should be given comparison reading and the customer's symptoms. The customer was described ad having no pulse and in a state of shock. Customer mentioned a similar incident on a separate date 6 days later on which intervention was also required when using the same meter.